Event description:
On (B)(6) 2024, the commercial team member attempted to follow-up with the patient regarding their trial and was informed that the patient had passed away on (B)(6) 2024. The commercial team member last spoke with the patient on (B)(6) 2024 and they were doing well with the trial and getting great relief in their back. Upon notifying the physicians office of the patient's death, the physician reported the patient had a fungal infection that had caused the patient to lose a lot of weight. The patient wanted to pursue the pns trial as a means of treating their back pain.

Manufacturer narrative:
The devices associated with this complaint were not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, implanting the device too close to the targeted nerve, and inadvertently puncturing the bone or tissue during the procedure have been ruled out as potential causes. The patient had a fungal infection that had caused the patient to lose a lot of weight. It is not believed that the device had anything to do with the death of the patient. The stimulator is used to treat pain. The cause of the reported unrelated to the curonix device as the patient had a pre-existing fungal infection (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.